Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report that their device dumped the defibrillation charge while in use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported. The patient outcome is unknown.

Manufacturer narrative:
Stryker evaluated the device and the reported issue of unexpected loss of power was able to be verified in the in the key log but was not able to be duplicated. The root cause was low battery as both batteries were dead during the call. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device dumped the defibrillation charge while in use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported. The patient outcome is unknown.